Event description:
It was reported that the pump's usb port was damaged resulting in difficulties charging the pump. There was no reported impact to the customer¿s blood glucose level. Customer declined further follow-up, and no additional information was received regarding the outcome of the event or any corrective actions taken.